Manufacturer narrative:
Product analysis: the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve through the left subclavian artery, the valve dislodged upward into the aorta. The valve occluded the coronary ostia leading to cardiac shock. A snare was used to move the valve and improved hemodynamics. A second valve was implanted. The circulation degraded and cardiopulmonary resuscitation (CPR) was performed. Subsequently, the patient expired during the procedure due to no coronary flow during the valve occlusion.